Manufacturer narrative:
The insulin pump was tested for the auto off alarm for 6 hours and no unexpected alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The device had a cracked case at the display window corners, minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 135 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised they received an auto off alarm and were unable to clear it as a result of the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.